Manufacturer narrative:
Analysis of device memory confirmed the device had previously been taken out of ship mode. An automated impedance test was completed with the device out of ship mode which resulted in the observed high lead impedance prior to implant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements. Boston scientific technical services (ts) recommended placing a different device and sending data for review. No adverse patient effects were reported.